Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation by baxter service personnel. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Similar reports have been received by baxter for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This condition was attributed to depleted main batteries due to user error. The main batteries and battery harness were replaced to correct this condition. A service history review revealed previous service events were related to the reported condition. A device history review was also performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
The customer reported a colleague infusion pump with a damaged battery. The event was reported to have occurred upon power up in the emergency room. This condition has the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.